Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was unknown. The downstream occlusion seal was replaced. The software was updated as a precaution. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.

Event description:
It was reported that the pump exhibited a detached dso (downstream occlusion seal). There was no patient involvement or harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.